Event description:
Revision surgery - due to a rotator cuff failure.

Manufacturer narrative:
The reason for this revision surgery was to remedy a rotator cuff failure after eight months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this part number: two due to dislocation and four due to instability. This is the first complaint for this lot number. The root cause for the rotator cuff failure was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.